Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the device was programmed off after observing the high impedance and that the patient was referred for x-rays. It was reported that there were no known causes for the high impedance. X-rays were sent to manufacturer for review. Review of the x-rays did not identify any obvious discontinuities within the vns system. It was later reported that the patient was seen for surgical consult. It was reported that no patient manipulation or trauma occurred that is believed to have caused the high impedance. The patient underwent generator and lead replacement on (B)(6) 2014. The explanted devices have not been received for analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The generator and lead were returned for analysis. Analysis of the lead was completed on 04/10/2014. A single broken strand was noted on the positive coil in the vicinity of the coil cut end. Based on the appearance of the returned lead portion it is believed that this condition was most likely caused due to forces exerted on the lead at explant. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The lead assembly has dried remnants of what appear to have once been body fluids/betadine solution inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing ends of the returned lead portion. The generator analysis was completed on 04/14/2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The generator decoder identified that the lead impedance went from 2325 ohms to 13238 ohms on (B)(6) 2014.